Event description:
It was reported that the customer's device would not complete a boot up cycle. This was observed during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assembly in the failure analysis center but was unable to verify the reported failure during testing.